Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing an introducer needle from the guidewire is confirmed and was determined to be use related. One 21 ga bbraun introducer needle and one nitinol guidewire were returned inside an opened kit tray for evaluation. An initial visual observation of the returned devices showed abundant blood use residues throughout the returned guidewire and introducer needle. The guidewire was returned inside the introducer needle. A functional test of attempting to pull the guidewire out of the introducer needle revealed the guidewire was able to be removed through the proximal end of the guidewire with some force. The complainant guidewire was not able to be advanced through the introducer needle with the distal end of the guidewire going up through the needle shaft. Abundant blood use residues were observed inside the distal end of the needle shaft. The transition from the smooth, nitinol guidewire to the distal guidewire coils was observed to be a rough transition with damage observed at the adhesive glue. Some damage was observed along the needle bevel of the introducer needle. The failure of the introducer needle being unable to be removed from the guidewire was determined to be caused from abundant blood use residues along with damage to the introducer needle from pulling the guidewire back against the needle bevel. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, during tube placement, after successful puncture, when the guidewire was delivered into the vessel, the puncture needle could not be withdrawn and was found to be stuck with the guidewire, so the only way was to reopen a new set of tubes. 11/19/2024 - during evaluation of the returned guidewire, the distal coils were observed to be rough and damaged.